Event description:
A cartridge alarm, specifically alarm 20, was reported by the caller while the pump was in use. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support resolved the issue by sending a replacement pump and provided instructions for the customer to store and return the malfunctioning pump. The customer acknowledged understanding all instructions and will continue to use the current pump as backup therapy.